Event description:
Complications reported for patients after knee arthroscopies. No product being returned for evaluation. The customer reported, "they had a number of infections, post-op knee arthroscopies using co's equipment. They culutred the inside of the intellijet tubing under sterile conditions with culturettes and it came back having bacteria. They said that the infections showed up in patients 1-2 weeks post-op."